Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during the testing. No moisture damage was found on the electronics, motor, battery tube and vibrator assembly. The insulin pump was received with a cracked case at display window corners, cracked reservoir tube lip, minor scratches on the display window, cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube threads.

Event description:
No blood glucose reading provided. The customer reported a button error alarm from the insulin pump. The customer reported that the insulin pump might have been exposed to her sweat. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. The customer was advised to refrain from wearing the pump against the skin in the future. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.